Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va0me03); product type: 0200-lead; implant date (B)(6) 2014; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The reason for call was patient inquired about getting an MRI tomorrow. Agent reviewed MRI guidelines. Patient reported they were not able to get the stimulator to work. Patient stated when they "felt this" in their lower back it "felt like one of the wires was over top of the implant." Agent tried to get clarification on this statement, if patient feels like the implanted system has moved, and patient did not provide an answer. Patient clarified by statement that they could not get the stimulator to work that they meant they could not connect with their implant. Agent reviewed how to connect with patient's implant using patient's 3037 programmer. Agent reviewed general use of 3037 programmer. Patient reported getting poor communication with and without use of antenna. The issue was not resolved through troubleshooting. Agent reviewed eos considerations. The patient was redirected to their healthcare provider to further address the issue.